Event description:
It was reported that bd phoenix¿ m50 automated microbiology system results discrepancy between manual method and an m50. The following information was provided by the initial reporter: discrepancy between the manual method and the m50 ceftazidime: painel phoenix 1 (intermediate)/ painel phoenix 2 (susceptible)/ disk diffusion method (susceptible). Ciprofloxacin: painel phoenix 1 (intermediate)/ painel phoenix 2 (intermediate)/ disk diffusion method (susceptible). Imipenem: phoenix painel 1 (resistant)/ phoenix painel 2 (resistant)/ disc diffusion method (susceptible)/ epsilometry method (intermediate). Meropenem: painel phoenix 1 (susceptible)/ painel phoenix 2 (susceptible)/ diffusion method on disc (susceptible). Piperacillin/ tazobactam: painel phoenix 1 (susceptible)/ painel phoenix 2 (susceptible)/ disk diffusion method (susceptible).

Manufacturer narrative:
Investigation summary: "a results issue was reported on a phoenix m50 instrument (p/n (B)(6), s/n (B )(6)). The customer reported a discrepancy between their instrument and the manual method. Technical service worked with the customer and provided workflow and material feedback. The root cause of the failure is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system results discrepancy between manual method and an m50. The following information was provided by the initial reporter: discrepancy between the manual method and the m50. Ceftazidime: painel phoenix 1 (intermediate)/ painel phoenix 2 (susceptible)/ disk diffusion method (susceptible). Ciprofloxacin: painel phoenix 1 (intermediate)/ painel phoenix 2 (intermediate)/ disk diffusion method (susceptible). Imipenem: phoenix painel 1 (resistant)/ phoenix painel 2 (resistant)/ disc diffusion method (susceptible)/ epsilometry method (intermediate). Meropenem: painel phoenix 1 (susceptible)/ painel phoenix 2 (susceptible)/ diffusion method on disc (susceptible). Piperacillin/ tazobactam: painel phoenix 1 (susceptible)/ painel phoenix 2 (susceptible)/ disk diffusion method (susceptible).